Manufacturer narrative:
The referenced driveline cable damage was previously reported under medwatch MFR report # 2916596-2018-01695. Approximate age of device ¿ 2 years and 10 months. Device evaluation: the pump was returned with the driveline cut approximately 6.5 inches from the pump body and two severed portions, measuring approximately 8.5 inches and 22 inches, were returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 2.5 inches from the pump body. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and revealed a breach in the insulation of the red wire approximately 7 inches from the metal connector. The conductors of the red and orange wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors of the compromised red or orange wires made contact with the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the low speed/flow alarms and pump stop events captured in medwatch MFR report # 2916596-2018-01695. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that he patient was listed for high urgent transplant due to previously reported driveline cable damage. The patient received a heart transplant on (B)(6) 2018. No additional information was provided.